Event description:
On (B)(6) 2011, a sparc sling was implanted to treat plaintiff's stress urinary incontinence. It was alleged by the attorney for the plaintiff that after the implant plaintiff experienced pain, extrusion, dysuria, bowel problems bleeding dyspareunia and vaginal scarring. It was also reported that a mesh removal procedure was planned for (B)(6) 2012. No further information was provided.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report- (B)(4).